Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative stating that the middle of the pipeline did not open. The pipeline was placed at the bend of the blood vessel, but it must have passed through the bend. Resheathing was done in an attempt to get the pipeline to open, but it was unsuccessful.

Manufacturer narrative:
H3: product analysis #705740523: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel. Drawing(s) referenced: fa-55xxx-xxxx rev. Q. As found condition: the pipeline flex was returned stuck inside the marksman catheter; inside of a sealed bio-hazard bag and a shipping box.. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. The middle of the braid was found fully opened and no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 16.0cm to 30.3cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "resistance during delivery" was confirmed as the pipeline flex was returned stuck inside the marksman catheter. From the damages seen on the catheter (according), braid (fraying) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Customer reported that the vessel tortuosity was moderate. Possible cause of resistance includes lack of continuous flush with heparinized saline was used during delivery. The customer report of "failure to open at the middle section" was not confirmed as the middle section of the was fully opened and no damage. The cause of failure to open could not be determined. Ls 2023-09-12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the aneurysm was located in the tortuous position of the blood vessel, which was difficult to release and couldn't be avoided. The ped couldn't be opened when the operator released it. After repeated adjustments, the marksman was damaged, and the stent couldn't be released or taken out. The stent was stuck in the catheter and could only be withdrawn together with the catheter, so replaced them with new stent and catheter. Stent and catheter needed to be complained together. Dual antiplatelet therapy (dapt) was administered and the platelet reactivity units (pru) level was iia. The pipeline device was not used for an off-label use. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left c4 segment aneurysm with obvious retention of contrast medium with a max diameter of 8.00mm and a 4.50mm neck diameter. It was noted the patient's blood flow was smooth and vessel tortuosity was moderate. The landing zone artery size was 3.80mm distally and 4.29mm proximally. The femoral artery was the access vessel with a diameter was 9.00mm.